Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. The downloaded data returned an 0x33 alarm, indicating the pod alarmed out while waiting for input from the pdm. During investigation, the device was able to connect to the master pdm and a bolus of 5 units was successfully delivered. The data did not show any signs of struggle or pulse width increases. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 420 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. As treatment, a correction was administered via a syringe and a new pod was applied.